Manufacturer narrative:
The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and self tests. No unexpected insulin flow blocked alarm/no delivery alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump had no delivery alarm. Blood glucose level of the customer was 420 mg/dl. The customer had nausea and vomiting. The customer was assisted with the troubleshooting. It was unknown whether the auto mode was active or inactive during the hyperglycemia incident. The customer checked bolus wizard programming and it was working fine. The insulin pump passed the high pressure test as well as displacement test. It was reported that the insulin exited from tubing after troubleshooting and the customer ran fill tubing and insulin did not exit. The insulin pump will be returned for the analysis.